Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2012 customer reported that the act diff 2 instrument was leaking 3 to 4 drops of fluid on the sample caps of the sample vial. Customer technical support (cts) talked the customer through troubleshooting the leak and had the customer clean the probe wipe block. Service was also requested by the customer to inspect the instrument for the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and did not observe the leak, nor was the fse able to reproduce the leak. Fse did notice the traverse assembly was loose and misaligned as it was piercing the side of the tube stopper, instead of the top. Fse realigned the traverse assembly and bleached the apertures as a preventative measure. Repairs were verified as per established procedures and results met published performance specifications.